Manufacturer narrative:
Unknown: at this time, hoveround has not been given access to the device or the client in order to conduct an investigation. However, hoveround's owner's manual and safety instructional video warn users to exercise caution when using the device near traffic.

Event description:
The end user's attorney alleges the end user was operating the power wheelchair to cross the street in a crosswalk when the end user was struck by a motor vehicle.